Event description:
Facility mgmt where pt resides reported pt fall on (B)(6) 2018 was a result of equipment malfunction related to bariatric bed and mattress. Facility where pt resides reported on (B)(6) 2018 concerns that bariatric bed / mattress in use by pt, caused the pt fall on (B)(6) 2018 resulting in bruise to his forehead and two skin tears to bilateral lower extremities. Facility staff reports that the overlaying vinyl mattress is not safely secure on bariatric bed creating fall risk if pt repositions in bed.